Event description:
An attempt was made to administer a shock to a pt using the standard external paddles. The device was charged but allegedly failed to discharge. A backup defibrillator was made available and used to administer defibrillator therapy to the pt. The pt was not resuscitated. The ambulance personnel indicated the reported malfunction did not cause or contribute to the patient's outcome. The basis for this opinion was not reported.